Manufacturer narrative:
B3: event date ¿ this event occurred on 08/12/2025 - 08/13/2025 the device was received for evaluation. During functional testing, the reported failure to infuse was not reproduced. During evaluation, a fluid delivery test was performed with no issues noted. A flow accuracy test was also performed, and the pump was able to successfully infuse. An event history log review was performed, and it was noted that the user was trying to administer 15mg/ml while the drug has a hard limit of 10mg/ml. Evaluation ran an infusion for acetaminophen for 15 minutes, which yielded approximately 1ml. The infusion would have yielded a total of 4ml/hr, however with only being 15 minutes it delivered 1ml. Using a 50ml bd syringe would not allow for movement to be seen for such a small amount. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump failed to start the infusion two day in a row. It was observed that the syringe was not moving when the normal care areas were selected, but the pump indicated that it was infusing. If the care area was changed to basic, the syringe was then moving and started infusing correctly. Gentamicin and ampicillin were in use when the event was identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.